Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when testing on an adc meter. On (B)(6) 2020, the customer lost consciousness and was able to self-treat by eating "something" after regaining consciousness. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Dhrs for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when testing on an adc meter. On (B)(6)2020, the customer lost consciousness and was able to self-treat by eating "something" after regaining consciousness. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter ((B)(6)) and test strips ((B)(4)) were returned and investigated. Visual inspection was performed on the returned meter and test strips, no issues were observed. Meter powered on with button depression as well as with insertion of test strip. Spiked venous blood testing was performed and all results were satisfactory. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when testing on an adc meter. On (B)(6)2020, the customer lost consciousness and was able to self-treat by eating "something" after regaining consciousness. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.